Manufacturer narrative:
Information was received from a surgeon who is not required to complete form 3500a. One alignment frame and a replacement screw (rs) were returned, and visual/gage exams completed. The threads of the a-frame will not accept thread gauge, while threads of the thumb screw accept go thread gauge. The new rs was reported used in the field to unsuccessfully functional check the a-frame. The female threads of the a-frame were checked unsuccessfully with a go gauge. The male threads of the replacement screw were successfully checked with a go gauge. Actual frequency of use of these instruments remains unknown. The device is used for treatment. Given current information, it cannot be determined conclusively what caused the female threads in the a-frames to fail, or the screws to fracture. This issue may be result of (but not limited to): dropping of the frame (or shell inserter with frame attached); using excessive force when assembling; improper use; pulling on the frame when in use (to help position cup); direct impaction of frame; over tightening of the threaded screw; or cross threading the screw during assembly. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the alignment frame has a fractured connecting bolt.